Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 1 used and empty easypump ii lt 270-54-s without packaging. The returned sample was taken to a visual inspection. Damages that would lead to a malfunction was not detected at the inspected sample. In addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume (270 ml) with nacl 0.9 %. After starting the pump, the pump worked immediately (solution was running). Leakages were not detected at the sample. Furthermore the flow rate of the pumps were tested. Nominal: 5 ml/h. Actual: 8.1 ml in 1 h; 15.2 ml in 2 hrs; 134.1 ml in 28 hrs. The decisive value to evaluate the flow rate will be measured approximately at the half of the pump running time. The flow rate of the inspected pump is within our specifications. A too fast flow at this pump (as described by the customer) could not be determined. We have informed our manufacturing department accordingly and received.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. Device history record (DHR): reviewed the DHR and no abnormality observed during in-process and at final control inspection. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil: infusion faster than programmed